Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v318137, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported a loss of therapy and not feeling stimulation in (B)(6) 2015. Stimulation was off, but the patient was not aware that stimulation was off. Therapy was turned on and stimulation was too strong, but the patient was able to decrease stimulation to a comfortable setting. There were no traumas, falls, medical procedures, or electromagnetic interference issues that could be related to the issue. The situation was resolved and the patient was to schedule an appointment to have additional programs added since receiving a replacement programmer.